Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a small sheath was received. While setting up for a procedure, the sheath was opened, the dilator was inserted and the dilator stuck out too far. The sheath appeared to be short, but was labeled as a medium and packaged with a dilator meant for a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. To troubleshoot the sheath was replaced, the issue was resolved and the procedure was continued. Device evaluation details: the product was returned to biosense webster for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the complaint device was performed, and it was confirmed that the device shaft is shorter than specification. As such, this has been determined to be related to manufacturing, since they shipped a short sheath with a normal length label. The dilator was standard size. A device history record review was performed for the finished device number, and no internal action related to the complaint were found during the review. The dimension issue reported by the customer was confirmed, and it is related to the manufacturing process. Internal action is being followed to reduce this issue. Note: the full UDI has now been provided under field d4. Primary UDI number. Note: the h6. Medical device problem code has been updated from wrong label (a210106) to device markings/labelling problem (a2101) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 8-jan-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H9. FDA correction/ removal reporting no: 3013300026-02092024-001-c. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a small sheath was received. While setting up for a procedure, the sheath was opened, the dilator was inserted and the dilator stuck out too far. The sheath appeared to be short, but was labeled as a medium and packaged with a dilator meant for a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. To troubleshoot the sheath was replaced, the issue was resolved and the procedure was continued. There was no patient consequence.